Manufacturer narrative:
(B)(4). Device evaluated by MFR.: device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported via facility medwatch mw5067388 that during a percutaneous nephrotomy, micro-wire tip of the device was sheared.